Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information b phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was experiencing waxy vision and she felt like she had vaseline in her eyes. The iol was replaced with a different model lens. The event resolved following the iol exchange. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.